Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline disconnect alarms. Additionally, the report of superficial driveline damage could not be confirmed through this evaluation as no images depicting the damage were submitted and no product was returned. The submitted log file contained data from 25jan2021 to 08mar2021. A total of three driveline disconnects were captured on 10feb2021 and 11feb2021, resulting in motor stop events with corresponding low speed and low flow hazard alarms. The driveline was reconnected after each disconnect, and the pump ramped back up to the fixed speed without issue. No other notable findings were identified within the log file. The device appeared to be functioning as intended. The account reported that the patient was not having issues. The patient disconnected the driveline in order to shrink wrap their driveline that had developed splits. The account instructed the patient that the driveline should not be disconnected unless there is an emergency. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for vad-61882 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 10nov2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 2-12 states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 7, titled ¿alarms and troubleshooting¿, addresses the system controller alarms (including driveline disconnected, low speed hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. Pages 20 and 131 state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power. Tables 9 & 10 of this document list all system controller alarms and the appropriate actions associated with them. Section 4 of the patient handbook, "living with the heartmate ii," contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was not having issues. The log file review captured driveline disconnected on (B)(6) 2021 and (B)(6) 2021. Patient disconnected the driveline to put shrink wrap on the driveline where some splits had developed. The patient had no alarms or issues. There was no change in treatment or plan of care currently.